Event description:
Lead was explanted due to infection. The (left ventricular) epicardial leads on the surface of the heart appeared to be free of infection. This event is related to 2183787-2025-00004.